Event description:
It was reported that approximately four months prior the shock lead impedance on this cardiac resynchronization therapy defibrillator (crt-d) system increased significantly. The shock impedance on the non-boston scientific right ventricular (rv) lead was high and out-of-range at greater than 200 ohms. The plan was to revise the lead. However, subsequently additional information was received that the lead revision procedure had not taken place. Instead the patient was seen at another facility and reprogramming was considered. This product remains in service. No adverse patient effects were reported.